Event description:
It was reported that the physician could not remove the ivus catheter without the guide catheter deep throating into lm and an attempt to remove the device also resulted in loss of wire position. Initial use of the ivus catheter required the whole system (guide catheter, wire and ivus catheter) to be removed. The mid lad lesion proximal vessel being about 4.5mm and tapered mid to distal vessel of about 3.0 mm were not very tortuous but had some calcium present. There was no physical damage observed on the ivus catheter. The final ivus run was performed using the same ivus catheter with no complications. There was no pt injury and no adverse events reported. This is being reported as a notification only. It is volcano¿s policy to report instances where a catheter issue may cause removal or exchange of the guidewire or guide catheter.

Manufacturer narrative:
(B)(4). The complaint device was not returned to the MFR. The ivus catheter was discarded by the hospital and the lot/serial number was not noted. A search was performed for all ivus catheter lot numbers of the same model shipped to this hospital for a period of 3 months prior to the date of occurrence. The search indicated a total of one (1) lot was shipped within that time frame. Review of the complaint database indicate that no complaints have been reported for this lot. There is no significant trend for the lot shipped to this customer. No further investigation will be performed unless a lot/serial number can be provided.